Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report. Images of the device are included in the mar. The reported event was confirmed. Damage to the rails of the distal surface was observed and is most likely from contact with the tibial baseplate. Macro features on the fracture surface indicated that the distal rail surface broke from overload conditions with the fracture progressed first from the outside distal posterior edge toward the inside of the hollow trial. A material analysis has been performed. The report concluded: ¿the rail of the returned modified hollow cr tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during this examination.¿ dimensional inspection: not performed as the device was returned damaged. Functional inspection: not performed as the device was returned damaged. Conclusions: the reported event was confirmed. The rail of the returned modified hollow cr tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during this examination.

Event description:
It was reported that the doctor broke the poly trial during impaction.

Event description:
It was reported that the doctor broke the poly trial during impaction.